Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: color bar came instead of endoscopic image intermittently, corrosion of electrical contacts and cable unit malfunction. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error e221 occurred on monitor screen and color bar came instead of endoscopic image intermittently due to defective cable unit. The most probable caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject product produced an error e221. There were no reports of patient involvement.